Event description:
Reporter stated that prior to insertion the surgeon was attempting to advance a +30 diopter single piece collamer lens model cc4204bf in the indigo-p injector using the indigo foam tip plunger and the plunger appeared to be tearing the lens. The surgeon opted not to use the lens. No patient contact or injury.